Event description:
The patient reported that the pump was incorrectly calculating boluses. Customer support made multiple attempts to contact the patient for additional information but was unsuccessful. This report is made based on the allegation that the pump may have malfunctioned.

Manufacturer narrative:
Follow-up #1 09/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. No activity outside of normal use was observed in the pump download history. The pump was returned with current user isf was set to 1unit=2.0mmol/l and bg target=5.2mmol/l. Performed an ezbg bolus with actual bg's set to 4.4mmol/l the pump correctly calculated the 0.4u. A normal bolus and audio bolus were performed and were confirmed to have accurately recorded in the pump history. The keypad was tested and no hypersensitive buttons were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.